Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided: patient 1 a 63 year old female patient. The doctor questioned the elevated results. The patient has ovarian cancer with dic complications. The patient presented with subcutaneous bleeding, chest discomfort, and a suspected ovarian cyst. There were no abnormal findings in coronary artery system. Reagent lot in use 68162ud00. (B)(6) 2025 troponin result = 2759. (B)(6) 2025 troponin result = 2360. (B)(6) 2025 troponin result = 5179. Other results fib = 60 fdp = 167.9. Patient 2 an 80 year old male with influenza a. No findings suggestive of coronary artery disease. Reagent lot in use 68486ud00. Results of troponin initial = 6047 repeated around 6000-7000. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lots. Ticket search by lot did not identify an increase in complaint activity for the complaint lots. A review of tracking and trending data did not identify any increase in complaints for the product for the issue. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 68162ud00 indicated the patient median results are within the established limits confirming no systemic issue for the lot. Accuracy testing was completed for lot 68486ud00 using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. Testing indicates the lot is performing acceptably. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I, reagent lots 68162ud00 and 68486ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided: patient 1 a 63 year old female patient. The doctor questioned the elevated results. The patient has ovarian cancer with dic complications. The patient presented with subcutaneous bleeding, chest discomfort, and a suspected ovarian cyst. There were no abnormal findings in coronary artery system. Reagent lot in use 68162ud00. On (B)(6) 2024 troponin result = 2759, on (B)(6) 2024 troponin result = 2360, on (B)(6) 2024 troponin result = 5179, other results fib = 60 fdp = 167.9. Patient 2 an 80-year-old male with influenza a. No findings suggestive of coronary artery disease. Reagent lot in use 68486ud00. Results of troponin initial = 6047 repeated around 6000-7000. No impact to patient management was reported.